Manufacturer narrative:
Manufacturer's investigation conclusion: the centrimag 2nd generation primary console was evaluated at the service depot following the reported event of the motor stopping and causing a ¿rattling¿ sound. The returned console was functionally tested and performed as intended throughout all testing. The console was returned to the customer site ready for use. The root cause of the reported event was determined to be due to an issue with the centrimag motor and has been addressed under the motor investigation. The reported event could not be correlated to an issue with the console. The current revision of the centrimag operating manual and instructions for use (IFU) can be found on the eifu page of the abbott website. The 2nd generation centrimag system operating manual section 10 ¿ ¿emergencies/troubleshooting¿ provides instructions for operation when there is a need to exchange the main console or motor with a backup console or motor. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. The 2nd generation centrimag system operating manual, section 12.1 ¿ "appendix I ¿ primary console alarms and alerts", cover all alarms (auditory and visual), including motor alarms, and the appropriate actions to take if the issue does not resolve. Centrimag motor IFU instructs the user to inspect the centrimag motor, cable, console connector, and locking mechanism for any damage prior to use. If any component is damaged, do not use the centrimag motor. This document states that if the unit fails to operate according to the motor specifications or a console diagnostic error indicates a centrimag motor malfunction, it should be returned. Additionally, this document instructs the user to always have a spare centrimag motor and back-up equipment available. The device history records were reviewed for the centrimag console (serial number l07911-0001), and the console was found to pass all manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was later reported that the nurse heard and felt the motor stop and flows reach zero at the time of the event. The motor restarted but there was a "rattling" sound that gave concern that the motor was not properly seated in the housing and flows did not return. Mean arterial pressures were 20's-50's. The pump head was removed and reinserted into motor housing, but there was no flow. Staff exchanged to back up motor and console, and flows were re-established.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that there was a motor failure when going from cath lab to the intensive care unit. The motor and the console were exchanged.